Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 175 mg/dl with a (ot ultra) lifescan meter. She was comparing the result to another ot ultra (invalid comparison) and was unable to provide the blood glucose results obtained on that meter. The customer service rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.